Manufacturer narrative:
Investigation results: conmed linvatec was informed on 2/10/2010 that the device was being sent to a third party for eval and would not be returned to the MFR. This device is made of 410 stainless steel, which is not meant for implantation. A review of conmed linvatec repair records found no prior repair for this device and serial number.

Event description:
The customer reported that during use of this forceps to perform a laparoscopic appendectomy, the device broke apart. The surgeon retrieved the broken pieces and an alternate device was obtained to complete the surgery. During post-operative inspection of the broken forceps, the staff realized that 2 of the screws that held the forceps jaws together were missing from the device. An x-ray of the pt confirmed the presence of the 2 missing screws inside the pt's abdomen. At this time, there has been no additional surgery to remove the screws.